Event description:
Cotton was pulling apart inside me...stuck-vagina [foreign body in reproductive tract]. Cotton was actually pulling apart [device breakage]. Cotton was pulling apart inside me when I would remove the tampon [complication of device removal]. Consumer reported via rr that the cotton was pulling apart inside of her during removal. No serious injury was reported.